Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, acid reflux (oesophageal), crohn's disease, appendectomy, hiatal hernia repair, cholecystectomy, fundoplication, back surgery, spinal laminectomy, hematuria, abdominal cramps, mitral regurgitation, temporomandibular joint dysfunction, gallbladder removal, appendicectomy, rectocele repair, endometrial thickening, epigastric pain, nausea, diarrhea, colonoscopy, inflammatory bowel disease, pelvic abscess, bloody diarrhea, kidney stones, hemorrhagic ovarian cyst, dysmenorrhea, gravida I, parity 1, dysthymic disorder, diaphragmatic hernia, hyperlipidemia, idiopathic hypersomnia, insomnia, low back pain, mitral valve disease, pancreas cyst, polycystic ovaries, dyspnea, respiratory disorder, rectal polyp, heartburn, irritable bowel syndrome, postoperative nausea, insomnia and mitral valve disease. Previously administered products included for prevent pregnancy: loestrin from 2002 to (B)(6) 2007. Concurrent conditions included flank pain, allergic reaction to antibiotics (1. Bactrim. 2. Cephalosporins. 3. Erythromycin-based penicillin. 4 . Tetracycline. 5 . Clindamycin. 6 . Penici llin), rectal bleeding, ulcerative colitis, bloating, radisectomy, rheumatoid arthritis, rectocele repair and endometriosis. Concomitant products included adalimumab (humira) from (B)(6) 2007 to (B)(6) 2008, certolizumab pegol (cimzia) since (B)(6) 2019, folic acid since (B)(6) 2019, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2013, methocarbamol since (B)(6) 2018, methotrexate since (B)(6) 2009, morphine since (B)(6) 2013, potassium since (B)(6) 2019 and zolpidem tartrate (ambien cr) from (B)(6) 2007 to (B)(6) 2013. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with duloxetine hydrochloride (cymbalta), hydrochlorothiazide;valsartan (diovan hct), nebivolol hydrochloride (symbian) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) , surgery type of d and c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, cystitis, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2005. There were four coils visualized on her right and her left there were three coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder infection, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder were added. Outcome for pain, abnormal bleeding, bladder infection, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, uti were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') and genital haemorrhage ('excessive bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, acid reflux (oesophageal), crohn's disease, appendectomy, hiatal hernia repair, cholecystectomy, fundoplication, back surgery, spinal laminectomy, hematuria, cramp, mitral regurgitation, temporomandibular joint dysfunction, gallbladder removal, appendicectomy, rectocele repair, endometrial thickening, epigastric pain, nausea, diarrhea, colonoscopy, inflammatory bowel disease, pelvic abscess, bloody diarrhea, kidney stones, hemorrhagic ovarian cyst, dysmenorrhea, gravida I, parity 1, dysthymic disorder, diaphragmatic hernia, hyperlipidemia, idiopathic hypersomnia, insomnia, low back pain, mitral valve disease, pancreas cyst, polycystic ovaries, dyspnea, respiratory abnormality, unspecified, rectal polyp, heartburn, irritable bowel syndrome, postoperative nausea, insomnia and mitral valve disease. Previously administered products included for prevent pregnancy: loestrin from 2002 to november 2007. Concurrent conditions included flank pain, allergic reaction to antibiotics (bactrim. Cephalosporins. Erythromycin-based penicillin. Tetracycline. Clindamycin. Penicillin), rectal bleeding, ulcerative colitis, bloating, radisectomy, rheumatoid arthritis, rectocele repair and endometriosis. Concomitant products included adalimumab (humira) from (B)(6) 2007 to (B)(6) 2008, certolizumab pegol (cimzia) since (B)(6) 2019, folic acid since (B)(6) 2019, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2013, methocarbamol since (B)(6) 2018, methotrexate since (B)(6) 2009, morphine since (B)(6) 2013, potassium since (B)(6) 2019 and zolpidem tartrate (ambien cr) from (B)(6) 2007 to (B)(6)2013. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with duloxetine hydrochloride (cymbalta), hydrochlorothiazide;valsartan (diovan hct), nebivolol hydrochloride (symbian) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) , surgery type of d and c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2005. There were four coils visualized on her right and her left there were three coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: case become incident. Essure device coding was updated. Essure insertion date was updated. New events: abnormal bleeding (vaginal, menorrhagia), uti, depression anxiety and mental anguish, abdominal pain, excessive bleeding were added. Outcome of previously reported event pelvic pain was reported as recovering. New concomitant and historical conditions were added. Lab data, patients demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.